Manufacturer narrative:
The product was not returned for evaluation. As reported by the customer in the initial report, the lens most likely tore during loading but not noticed until after the lens was inserted into the eye. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the doctor noticed a tear in the intraocular lens (iol) just as it was implanted. It was stated that the lens itself is not being returned. Only an empty box was received. The incision was enlarged and the lens was cut in half and removed. No patient injury was reported. The doctor was able to implant the back-up lens successfully within the same procedure. Per the customer, the lens was most likely torn while loading but did not notice until after the lens was inserted into the eye.